Event description:
The customer reported that during the procedure, they received a return line air detector alarm. Patient information is not available at this time. This report is being filed in response to the customer filing a sae report with their local authorities.

Event description:
The customer did not provide the patient identifier.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Also, to provide corrected patient information.

Manufacturer narrative:
Terumo bct internal reference: (B)(4).

Manufacturer narrative:
(B)(4). Investigation: a review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. The reported condition was duplicated with the returned rlad. It intermittently detected air falsely. The machine alarmed as designed. The service technician replaced the rlad. Root cause: root cause is a defective rlad. The cause of the intermittent failure is unknown. Potential causes include air or foam in the return line, a defective return line air detector (rlad), a defective user strobe cca, and a defective control stack. An internal CAPA has been initiated to evaluate ongoing issues related to intermittent rlad failures.

Manufacturer narrative:
(B)(4). Investigation: an optia return line air detector (rlad) was received from the customer for evaluation. Visual inspection revealed no anomalies. Rlad functional test performed. Rlad successfully completed the functional test. Performed coupling test with the monitoring of dmm and rlad don't clearly indicate any issue. However, found rlad intermittently not detected fluid. Was able to identify the issue that could lead to the reported problem. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.